Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted on both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.

Event description:
During an atrial fibrillation pfa procedure, the sheath was inserted into left atrium. The non-abbott catheter (farawave pfa catheter by boston scientific) was inserted into the sheath, and while aspirating, they kept pulling air out of the sheath, likely a valve issue. The catheter was removed from the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.